Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 48.5cm was returned for analysis. Internal insulation abrasion was noted at 14.5-15.6cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.